Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. Concomitant medical products: other relevant device(s) are: pn: 9735829. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that sometimes, when the site inserts the mouse to the system, the system shuts down. No patient was present at the time of the event.